Event description:
The patient's death certificate was received on 08/09/2016 which indicated that the patient died from a seizure disorder that occurred due to a blunt impact with the head from a car accident. The car accident occurred in 1987. However the patient did not succumb to the complications until 2006. The coroner ruled the patient's death an accident. Vns did not contribute to the patient's death.

Manufacturer narrative:
Corrected: describe event or problem: inadvertent information of "vns did not contribute to the patient's death" was erroneously included in supplemental #1. Information was erroneously omitted from the supplemental MDR #1. The phrase "vns did not contribute to the patient's death." Was inaccurate information that was included at the time of submission of supplemental MDR #1.

Event description:
The relationship between the patient's death and vns is unknown.

Event description:
On (B)(6) 2016 a company representative was notified that a patient had passed away on (B)(6) 2006 at their home. An obituary search was performed which stated the patient had passed away after battling an illness for 10 years; however the cause of the illness and the illness itself were not mentioned. The patient was buried with their device. Subsequently no product analysis could be performed. A programming history database review was performed for the patient's generator. This review analyzed data from (B)(6) 2003 to (B)(6) 2006. No programming anomalies were identified. All diagnostics recorded indicated that the device was functioning adequately. Attempts for additional information such as the cause of death have been unsuccessful to date.